Event description:
The pharmacist at the hospital, reported that "when opening the device in the operating room, the nurse observed that the tyvek was not securely glued and it could opened very easily. There was a doubt about the sterility of the product so it was not implanted." Another device from same part number was used for the procedure and did not have the same reported issue.

Manufacturer narrative:
Evaluation summary: the returned device didn't match the report and the reported event (... Was not securely glued and it could opened very easily...) Was not confirmed. Review of the DHR revealed no discrepancies, in particular in the packaging process. The device returned was documented as faultless prior to distribution. Investigation revealed no deviation in the records of the sealing process; all parameters are within specified tolerances. Peel test of tyvek ® release of manufacturing step (sealing)) had been carried out without findings. Furthermore, the white 'strips' on the rim of the blister were caused by removing the glued tyvek ® lid from the blister. Due to adhesive power of the glued / sealed connection of tyvek ® lid - blister a white coloured area remains on the blister when the tyvek ® lid is torn off. This white area is called crazing resp. Stress-whitening. A consistent white and not interrupted surface indicates a perfect sealing - in this case including intended sterility. Based on the above observations the root cause of the event is not linked to deficiency of the device. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
The pharmacist at the hospital, reported that "when opening the device in the operating room, the nurse observed that the tyvek was not securely glued and it could opened very easily. There was a doubt about the sterility of the product so it was not implanted." Another device from same part number was used for the procedure and did not have the same reported issue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.